Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm lost sensor. Customer's blood glucose was 171 mg/dl. The customer stated that the device is not communicating with the transmitter. The customer was advised that lost sensor occurred because 4 packets were missed while calibration was pending. As a result, the calibration did not occur. The customer was advised that once lost sensor is resolved they can try to enter a blood glucose to calibrate the sensor again as long as glucose is not changing rapidly. The customer was advised to monitor and call if needed.